Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no information. Healthcare professional later reported left side rupture. The status of the device is unknown.

Event description:
Healthcare professional reported "no information" healthcare professional later reported "right side rupture" the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: unable observe openings on the device. Additional observations: ¿ observed wear abrasion on the device. No further actions are required as the device was implanted.